Event description:
During elective arthroscopy surgery, the tip of the linvatec 4mm curette broke off in the knee. M.d. Attempted removal with a scope and was unsuccessful.an implant has fractured. Pt injury has not been reported.